Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: (B)(6) 2023 product type accessory; product ID neu_ptm_prog serial# unknown product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 30-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal hydromorphone and unknown drug (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient's rep stated that they've had difficulties with the communicator taking charge. The patient came on the line and stated they felt so bad that they couldn't even talk and then stated the charging port was loose. The patient stated that they met with mdt rep last monday (then stated on monday) who told them to call mdt. The patient stated that they charged both devices overnight but it burned out. The patient stated sometimes it took half an hour to get a bolus and stated the next thing you know, they met with the manufacturer representative (rep) on monday and they showed up as having a bolus but it showed up as not found. Sometimes it took 45-50 min to get a bolus and then the bolus (communicator) went completely dead on them. The patient's rep stated that the patient was in terrible pain due to the inability to use the communicator to bolus. When the agent inquired pump medication, the patient stated they had hydromorphone, but was unsure if fentanyl was still in there or not. The agent redirected an email to repair for replacement communicator. Due to nature of call, the agent did not further attempt to obtain event date of reported difficulties connecting to pump and if it was related to communicator not taking charge or not. The agent did not call the patient back to clarify first name due to nature of call.